Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was noted to have bloody urine shortly after foley catheter placement. The nurse indicated this may be due to traumatic insertion. Echocardiography showed the impella positioned at 3.6 cm, centered in the left ventricle (lv) and away from surrounding structures. The physician was consulted and decided to monitor the situation for improvement over the next few hours. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.